Event description:
Bilateral capsules (baker 3-right & baker 4-left) with bilateral intracapsular rupture of silicone breast implants which required bilateral capsulectomies and bilateral removal of breast implants.